Event description:
On (B)(6) 2009, the pt reported that his insulin infusion headsets are not properly adhering to his body. He stated the infusion headsets "remove themselves inside 2 days." He said he normally changes his headsets every 3-4 days. He said he works outside, but the summer has been mild. The pt was educated on the sandwich method. Complimentary infusion sets, transparent dressing and adhesive were sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was not available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.